Manufacturer narrative:
Thombus was confirmed through the evaluation of the returned pump. Examination of the rotor upon disassembly of the returned pump revealed a thrombus formation surrounding the inlet bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Examination of the proximal side of the outlet stator also revealed a deposition surrounding the outlet bearing ball. The deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be conclusively determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor, suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s signs of hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 8 months. The device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with signs of hemolysis. A transesophageal echocardiogram (tte) showed that the lvad was not sufficiently unloading the left ventricle. The aortic valve opened with every beat. The patient was stabilized with inotropes and the lvad was replaced on (B)(6) 2016. During the exchange the aortic valve was also replaced as the patient also developed aortic insufficiency during lvad support. No additional information was provided.